Manufacturer narrative:
Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
The sample was discarded by the customer; therefore, a product evaluation will not be performed. A follow-up report medwatch will be submitted if any additional information becomes available. (B)(4).

Event description:
Customer reported leakage right above the upper stopcock where the tubing would be bonded to the stopcock. The reported condition occurred during patient use. No patient injury or medical intervention occurred. The exact date of when this condition occurred is unknown; however it occurred in the timeframe of the past 2 months. This is report 2 of 3 received with the same reported problem from this facility.

Event description:
It was reported that during an unspecified treatment procedure the balloon catheter became stuck on the guide wire. The physician attempted to advance the 4.0 x 20mm sterling balloon catheter onto a 0.018 thruway guide wire and the device became stuck on the guide wire. The sterling balloon and guide wire were removed from the patient as a unit. The balloon was then successfully removed from the guide wire. No issue was noted with the guide wire. The procedure was completed with this wire and the sterling balloon was exchanged out to another of the same device. No patient complications were reported and the patient's status is ok.